Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately high compared to another verio iq meter. The customer service representative (csr) spoke with the patient on (B)(6) 2015 with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began around three weeks prior to contacting lfs. The patient could not recall the specific blood glucose results on each meter. The patient reported obtaining results of ¿14.0 to 27.0mmol/l¿ which were higher than their usual range of ¿7.0 to 14.0mmol/l¿. The patient tests their blood glucose 3-4 times per day and adjusts their insulin dose based on meter readings. The patient reported adjusting their insulin based on the alleged inaccurate readings but could not recall any more specific details. The patient reported developing a symptom of ¿blurred vision¿ around one week after the alleged inaccuracy began. The patient denied self-treating this symptom and reported visiting their ophthalmologist. The patient reported that the ophthalmologist prescribed a course of laser eye surgery to correct the symptom of blurry vision. The patient had received one treatment at the time of the call and reported that there had been no improvement in their vision at that time. The patient denied receiving any other medical treatment for their symptom. The alleged issue was not resolved with troubleshooting. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. Although the patient developed a serious symptom of ¿blurred vision¿ and received medical treatment from a healthcare professional, the symptom and treatment are consistent with long term complications of diabetes and not an acute blood glucose excursion due to the subject meter. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.